Event description:
It was reported that during a laparoscopic tlh procedure that during surgery, suddenly the generator error displayed on screen. There was no pt consequence. One device returning.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. The complaint was confirmed and to correct the issue the main pcb board was replaced. After servicing the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint info is trended on a regular basis, to determine if further investigation is warranted.